Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history review. One sample was received in used condition, with its original packaging and certificate of safe handling. During functional testing, the pump was inflated with air to see if there was any problem to inflate the cuff. The cuff inflated completely and symmetric around the tube. The complaint is not confirmed. Root cause could not be determined. No corrective actions were taken since the complaint was not confirmed.

Event description:
It was reported that the cuff was not inflating during pre-test. No patient injury was reported.